Manufacturer narrative:
The device was returned and investigated at nevro. Analysis revealed fractures along the lead body near the paddle side of the lead. The conductor wires are exposed in these area and several wires were broken. Further follow-up indicated that the device was damaged when caught with a surgical tool.

Event description:
It was reported to nevro that the lead was damaged during the implant procedure. The lead was replaced, and the procedure continued without further incident. No injuries were sustained by the patient. There have been no reports of further complications regarding this event and the patient is currently using the device and receiving effective pain relief.